Event description:
Procedure type: hysterectomy. According to the reporter: a piece of the device broke off into the patient's cavity. A piece that was smaller than the original piece that broke off was located. The abdomen was irrigated. No pt injury was reported. No report of or time delay and there was no additional bleeding. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 08/11/2008.